Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had the air/water channel clogged. Inspection and testing of the returned device found foreign material coming out of the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the scope connector cover unit was discolored, foreign objects were coming out of the distal end due to clogging of the nozzle, water removal did not meet standards due to clogging of the nozzle, and the connection between the bending section and connecting tube was detached due to deformation of the connector tube and bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the air/water (aw) nozzle was clogged with yellow foreign matter, however, the investigation was unable to identify the type of foreign material. The root cause of the event could not be determine. Olympus will continue to monitor field performance for this device.